Event description:
The customer reported that the device was displaying the power supply failure message. The customer in subsequent communications reported that the device at times would unexpectedly shut down. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the device was displaying the power supply failure message. The customer in subsequent communications reported that the device at times would unexpectedly shut down. There was no report of patient involvement or adverse patient impact. The customer replaced several assemblies without resolution. The device was then sent to philips for repair. Philips evaluated the device and confirmed the malfunction. Philips resolved the malfunction by replacing the processor pca.